Manufacturer narrative:
(B)(4). The reported issue was duplicated by the field service representative (fsr) on site. Alarm level sensor was replaced. Unit operated according to manufacturer specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the alarm level sensor alarmed constantly. The level alarm cannot be reset even when there was fluid. The device was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the level sensor to a lab use only (luo) safety monitor and luo reservoir test fixture. Level sensor alarms constantly. The pst determined that the level sensor cable was the cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.